Event description:
It is reported that the surface was unable to be seated properly. Another surface was opened and inserted immediately.

Manufacturer narrative:
This report will be amended when our investigation is complete.